Manufacturer narrative:
Investigation: an internal report indicates no further related issues have been reported for this device. A review of the device history file for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for this reported condition was undetermined.

Manufacturer narrative:
Investigation: a service call was placed and a full machine checkout was performed. The machine is functioning per manufacturer's specification. An autotest and saline run was sucessfully performed.the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a citrate reaction during a mononuclear cell (mnc)collection procedure. Approximately 2 hours into the procedure, the patient complained of chest pressure. Per physician's order, the procedure was paused and an electrocardiogram(EKG) was given to the patient. The EKG results were 'fine' and the procedure was resumed. The anti-coagulant (ac) ratio infusion rate was decreased from 1.2ml/min/ltbv to1.0ml/min/ltbv. The patient successfully completed the procedure and was discharged home the same day. The patient is reported in stable condition. The customer declined to provide patient identifier.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.